Event description:
It was reported the device touchscreen needed to be replaced. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.